Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated the definitive cause for the reported difficult or delayed positioning and hypotension resulting in ventricular tachycardia (vt) could not be determined. The intimal dissection was due to procedural circumstances. The patient effects of hypotension, ventricular tachycardia, intimal dissection, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was stated that it is unknown which device cause the dissection, but it is very likely that the steerable guide catheter (sgc) worsened the dissection. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report hypotension, ventricular tachycardia (tv) and dissection. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepped, but the physician noted that resistance was felt during insertion. Fluoroscopy showed the super stiff wire had kinked, and as a result, the vein was no longer straight and had an ¿s¿ shape. The sgc was removed and the wire was straightened. The sgc was then reinserted into the anatomy and was advanced into the left atrium (la). The patient blood pressure then dropped and ventricular tachycardia (vt) occurred. At this time, the physician noticed that patient stomach became hard and a dissection in the vein occurred. It was noted that the vt was caused by hypovolemia and the patient received four cardiogenic shocks. The procedure was continued and two mitraclips were implanted, reducing mr to a grade of <1. After the sgc and clip delivery system (cds) were removed, a stent was implanted to treat the dissection. The patient was noted to be in good health after the procedure. There was no clinically significant delay in the procedure. No additional information was provided.